Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h3, h6, h10. D4 - serial# - (B)(6). The product was returned unused with the membrane still in the t-handle retainers. The one-way valve was also returned attached to the syringe, along with the open iab pouch. A catheter tubing/inner lumen kink was observed at approximately 28.4cm from the iab tip. An optical fiber brake was also observed at the kink location. Additionally, a second catheter tubing kink was observed near the y-fitting at approximately 75.7cm from the iab tip. A visual inspection of the returned iab and inside of the pouch was performed and did not reveal evidence of condensation and/or foreign matter. The reported event cannot be confirmed by the evaluation due to the returned condition of the product. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported that prior to intra-aortic balloon (iab) therapy, there was condensation noticed inside the sterile packaging. The physician decided not to use the device and opened a new kit instead. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that prior to intra-aortic balloon (iab) therapy, there was condensation noticed inside the sterile packaging. The physician decided not to use the device and opened a new kit instead. There was no reported injury to the patient.